Event description:
It was reported that the patient "lost stimulation." Even at very high amplitudes, the patient could not feel stimulation. An impedance test was performed and high impedances were detected on the electrodes that were programmed in addition to some others. The manufacturer representative reprogrammed the patient and reworked the electrode configuration to utilize electrodes that indicated in-range impedance values; this recaptured the targeted coverage.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead. Product type: lead. (B)(4).